Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient was feeling sporadic stimulation and a tightening sensation. The patient went to the ER on the evening of (B)(6), 2012 to have their vns checked and the neurologist on call disabled the device. The physician ran a system diagnostics test on (B)(6), 2012 and everything was within normal limits. The patient is being referred for prophylactic replacement. The physician later reported that the events were first observed on (B)(6), 2012. No causal or contributory programming or medication changes preceded the onset of the events. No patient manipulation or trauma occurred that is believed to have caused or contributed to the events. The physician stated that he believes the sporadic stimulation and tightening sensation are related to vns and occur with stimulation. The physician further indicated that the patient feels the tightening sensation/painful stimulation in the neck. The physician plans to replace the patient's generator as an intervention. The patient was scheduled for a battery replacement on (B)(6), 2012 and during surgery the surgeon accidently cut the lead. The battery was not replaced and the patient was re-scheduled for a complete revision surgery. Although surgery is likely, it has not occurred to date. A battery life calculation was performed which showed 1.87 years remaining until eri=yes.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent a revision surgery that day. On (B)(6) 2012, the patient's generator had been explanted and the surgeon accidently cut the lead in the process. At this point the surgeon decided to not implant a generator and closed the patient up. On (B)(6) 2012, the patient returned for surgery and a new lead and generator were implanted at this time. The generator had been replaced for prophylactic reasons. The explanted lead and generator were returned for product analysis on (B)(6) 2012. The lead impedance after surgery was noted to be within normal limits. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of "painful stimulation"). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis of the lead was completed on (B)(6) 2012. A large portion of the lead assembly body, including the electrodes, was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The ends of the outer/inner silicone tubes and quadfilar coils appeared to be cut. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the one and a half sets of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There was no alleged or observed malfunction with the returned portion of the lead. What appeared to be remnants of dried body fluids were observed inside the outer and inner silicone tubes. No obvious path other than the cut ends made during the explant process. No observed product related anomalies were observed with the single returned lead portion; however a lead coil cut was observed.